Event description:
It was reported that during the implant attempt, the helix would not deploy. After removing from the patient, the lead was tested again and the helix did not fully extend and would not retract. The lead was not used and another lead was used to complete the procedure. No patient complications have been reported as result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that during the implant attempt, the helix would not deploy. After removing from the patient, the lead was tested again and the helix did not fully extend and would not retract. The lead was not used and another lead was used to complete the procedure. No patient complications have been reported as result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed, and the distal conductor was distorted. It was also noted that the proximal conductor had blood/body fluid (not obstructed), the distal conductor was fractured due to overstress, the inner insulation was kinked/buckled, the inner tubing was kinked/buckled, the outer insulation was breached cut, there was blood in/on the helix mechanism, the lead was stretched, and the lead was damaged at implant. The analyst also noted that the lead was received with the helix fully extended and the distal conductor distorted and fractured within the connector.